Manufacturer narrative:
The customer had changed the filter and sampler line, but the message will not go away. Issue was duplicated. The gas unit was replaced and the repaired unit will be returned to the customer.

Event description:
Imp # (B)(4).